Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving clonidine (500 mcg/ml at 24.03 mcg/day) and morphine (8 mg/ml at 0.3844 mg/day) via an implantable infusion pump. The indications for use were noted to be pancreatitis and non-malignant pain. It was reported that the patient had an empty pump since (B)(6) 2018, when the empty pump alarm occurred. The patient's last refill had occurred on (B)(6) 2018. No patient symptoms were reported. The patient would be returning in a week for a pump refill. The alarms were silenced. Therapy was not intentionally discontinued. No further complications were reported.